Event description:
The reporter stated the surgeon attempted to use a micl 13.2mm implantable collamer lens. When the surgeon opened the vial and removed the lens, the lens appeared to be warped. There was no attempt to load the lens. The reporter stated the lens was defective. There was no pt contact. Backup lens was implanted.

Manufacturer narrative:
(B)(4) other (warped lens). Eval method (other): lens work order search. Results (other): visual inspection of the returned product found no visible damage to lens. Lens was returned in vial and in liquid. A lens work order search was performed and no similar complaints was found within the work order. (B)(4).